Manufacturer narrative:
One impl tapered scr-v sbm 6m m 5.7mm 8mm (tsv6b8) was returned for investigation. Visual inspection of the as returned product identified signs of use, dried blood and bone around the implant and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was measured with calipers (cal1831 cal due: sep 25, 2020) and was verified to match specifications per pd-tsv6b8 rev l. A pre-existing condition noted on the per was platelets problem. Additionally, the patient had unknown bone density. The reported device was located on tooth # 3 and was implanted for 5 months. The customer reported the patient had pain, which will not be investigated, as it is a symptom of the bone loss event. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (64095538). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (64095538) for similar events and no other complaint was identified. December post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or device (tsv6b8). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial report fax number: not provided. Additional PMA/ 510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsv6b8) was removed due to bone loss. Pain was also reported. Tooth location 3.